Event description:
It was reported that the customer was hospitalized due to high blood glucose of 35 mmol/l. It was stated that the last infusion set change was the day prior to his admission. It was stated that the customer woke up in the middle of the night vomiting, and when he checked his glucose level was 26 mmol/l. The customer treated with the insulin pump and went back to bed. Hours later the customer work up once again and his glucose reading was 35 mmol/l. The customer continued vomiting and the paramedics were called. It was stated that the customer arrived at the hospital and was disconnected from the insulin pump. It was stated that when the customer came back home, he noticed that the tubing had a crack near to the quick release, but he did not notice any leaks when a bolus was delivered for correction the night before. The customer declined to troubleshoot the insulin pump and stated that he has been fine since. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.